Manufacturer narrative:
The patient was treated with an uncleared protocol of intermittant thetaburst of 1800 pulses per day for 6 days. The patient declined hearing protection until the 11th treatment (out of a total of 18 treatments). The patient had a history of at least 2 head injuries which may have put him at risk for tinnitus. No additional medical information is available to determine if the patient had other risk factors for tinnitus. The provider did not know if the patient saw an ent or audiologist for follow up since he discontinued treatement.

Event description:
Neuronetics received an email from a provider asking for information related to tms and tinnitus. A patient who had successfully been treated for mdd (2018) with tms was now complaining of tinnitus after receiving 1800 pulses/day of theta burst treatments for 6 days during his second round of treatment. The provider switched the treatment to the normal dash protocol (10 pulses per second) for 10 days afterwhich the ear ringing seemed to stop but then returned. The provider subsequently changed to 5 pulses per second for 2 days but when that didn't help, the provider stopped treatment.